Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited possible premature battery depletion. The device was implanted six years ago and showed a decrease in longevity from 36% to 13% in three months. A review of the device data by engineering confirmed that power consumption of this device was increasing abnormally and premature battery depletion was confirmed. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned as it was disposed. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited possible premature battery depletion. The device was implanted six years ago and showed a decrease in longevity from 36% to 13% in three months. A review of the device data by engineering confirmed that power consumption of this device was increasing abnormally and premature battery depletion was confirmed. The device was explanted, replaced, but will not be returned as the device was disposed by mistake. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned. Should the device be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited possible premature battery depletion. The device was implanted six years ago and showed a decrease in longevity from 36% to 13% in three months. A review of the device data by engineering confirmed that power consumption of this device was increasing abnormally and premature battery depletion was confirmed. The device was explanted, replaced, and will be returned. No additional adverse patient effects were reported.